Event description:
The following literature was reviewed: yamanaka, k., kawabata, r., hamaguchi, m., chomei, s., inoue, t., hasegawa, s., tsujimoto, t., koda, y., miyahara, s., takahashi, h., okada, t., yamaguchi, m., and okada, k. "Open conversion with explantation of stent grafts after endovascular aneurysm repair for abdominal aortic aneurysm" annals of vascular surgery; 104: 38-47. This is retrospective study, there were enrolled 1,120 patients (open repair, n = 664; evar, n = 456) who underwent aaa repair at kobe university from 1999 to 2019. Of the 664 patients who underwent open repair, 121 (patients who underwent primary open repair (por) as a concomitant procedure and patients with ruptured aaa) were excluded from the study. The outcomes of por were compared with those of open conversion with explantation of stent grafts. Of the 543 patients who underwent open repair, 513 underwent por and 30 underwent open conversion with explantation of stent grafts. 12 of these 30 open conversion patients had received a gore® excluder® aaa endoprosthesis in the initial procedure. Of these 30 patients in the open conversion group, 26 patients required this intervention due to ongoing sac enlargement, 6 had type ia endoleak, 2 had type ib endoleak, 15 had type ii endoleak, 1 had type iii endoleak, and 2 had type v endoleak, and 4 for infection. Overall, 30 patients who underwent open conversion with explantation required a total of 48 reinterventions before surgery. There were 20 patients who were hesitant to undergo open conversion. Of the 20 patients, 1 patient died because of the rupture.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: open conversion with explantation of stent grafts after endovascular aneurysm repair for abdominal aortic aneurysm. Source: annals of vascular surgery; 104: 38-47. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.